Manufacturer narrative:
Date of event: unknown. Investigation summary: two used and one new, unopened extension set was received by the customer for investigation. The sets were visually inspected and no defects were observed. All sets were individually functionally tested and no defects were observed. A photo of model connected to the sample for the related complaint was also sent for investigation. A leak at the connection between the two sets were observed and the customer's complaint of a leaky connection was verified. One used primary set was returned as well. The unknown primary set was functionally tested and no defects were observed. The samples of this complaint was tested with the returned samples for the related complaint. The devices were connected using the configuration shown in the photo returned and attached to the returned primary set. The sets were infused at 3 ml/hr and then 30 ml/hr for an hour. Each returned filter extension set, used and unused, was tested with each t-connector extension set, used and unused, and no leakage at any connection was observed. The reported defect could not be replicated. A device history record review for model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported t-conn w/ll & 1 vlv port leaked when used. The following information was provided by the initial reporter: "bloomington nicu reports a leaky connection between the bd extension set smallbore tubing and the smartsite extension set. Bloomington nicu reports a leaky connection between the bd extension set smallbore tubing and the smartsite extension set. They did not save the packaging and cannot provide lot numbers, but I do have the tubing."